Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case the actis reamer got stuck in the femoral canal. It had to be cut and trephined over to get it out. No surgical delay.